Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Reported symptom was reproduced. System error 105 was confirmed and caused by a dislodged component on the input / output printed circuit board. The I/o pcb was replaced.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no pt involvement.